Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump will be returned for analysis.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer¿s representative (rep) on 2019-mar-29. It was reported that the pump stalled back in november. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the pump was read by the rep on (B)(6) 2019 and ¿the stalls were apparent.¿ interventions taken to resolve the issue included replacing the pump on (B)(6) 2019. The hospital was in possession of the product, they were notified that it should be returned to the manufacturer, but they were unable to determine if the device would be returned. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 20mg/ml at 10mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018, the healthcare provider reported that a motor stall was seen at initial interrogation. A motor stall and recovery and a motor stall (active) occurred. The patient did not recently have an MRI. The healthcare provider stated that there was no emi or magnetic interaction with the pump. The reporter would follow up with the managing healthcare provider. No further complications were reported or anticipated.